Event description:
It was reported that during a water vapor therapy procedure, the transurethral delivery device was inserted inside the patient's body, but the bladder could not be confirmed even after the base of the shaft on the delivery device was inserted up to the external urethral orifice. After that, the delivery device was removed once, and when the urethra was confirmed with the cystoscope, the patient's urethra was noted damaged by the delivery device. The procedure was started again and completed with the same device. There were no bleeding or other complications during the procedure.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance cannot be confirmed. The patient symptom is known risk associated with this device and indicated in the instruction for use.

Event description:
It was reported that during a water vapor therapy procedure, the transurethral delivery device was inserted inside the patient's body, but the bladder could not be confirmed even after the base of the shaft on the delivery device was inserted up to the external urethral orifice. After that, the delivery device was removed once, and when the urethra was confirmed with the cystoscope, the patient's urethra was noted damaged by the delivery device. The procedure was started again and completed. There were no bleeding or other complications during the procedure.